Event description:
A non-healthcare professional reported that, following the cataract surgery with intraocular lens (iol) implant procedure, the patient unhappy with lens performance.the iol was exchanged in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).